Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
It was reported that (B)(6) 2014, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprosthesis (pre-implant CT diameter 47 mm). On (B)(6) 2015 a type ii endoleak was identified (CT diameter 47 mm). On (B)(6) 2021, the endoleak was treated with CT guided percutaneous embolization ((B)(6)2021 CT diameter: 51 mm). The patient tolerated the procedure.